Manufacturer narrative:
Product was received in-house at stryker endoscopy; the failure mode could not be confirmed. Device inspection: console in excellent condition (serial: (B)(4)); no cosmetic issues, turns on and works. Probable root cause: could not replicate issue, thus could not determine probable root cause. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the ccu shut off completely. The cameras powered off when they switched from cysto to lap. When they tried to hit the power button, it did not come on. When they tried a third time, it came on but the screen was black. The ccu did not give a picture output. It powered off again without camera plugged in. After the ccu booted up, they plugged in the camera and got a picture. The image was lost for 1-2 minutes during a non-critical point of the surgery. Although there was patient involvement, there were no adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the ccu shut off completely. The cameras powered off when they switched from cysto to lap. When they tried to hit the power button, it did not come on. When they tried a third time, it came on but the screen was black. The ccu did not give a picture output. It powered off again without camera plugged in. After the ccu booted up, they plugged in the camera and got a picture. The image was lost for 1-2 minutes during a non-critical point of the surgery. Although there was patient involvement, there were no adverse consequences.